Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary:the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for pe/dvt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seventeen days post vena cava filter deployment the patient was diagnosed with pulmonary embolism and deep vein thrombosis. Approximately seven months post filter deployment a CT scan demonstrated the filter abuts the iliac vein bifurcation. Approximately eleven months post filter deployment the patient was diagnosed with stenosis. There were no reported attempts to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was positioned below the renal vein at the third lumbar vertebrae and showed good position after deployment. Approximately one month of post deployment, patient presented with the complaints of chest pain and shortness of breath. Patient was diagnosed with pulmonary embolism and admitted. Around three months later, a computed tomography angiogram of chest was performed, which showed that no evidence of acute pulmonary embolism. Minimal residual resolving chronic pulmonary emboli. Around three months later, a computed tomography of abdomen and pelvis was performed, which showed multiple venous collaterals was noted may be related to chronic inferior vena cava stenosis. An inferior vena cava filter was noted. A computed tomography of chest was performed, which showed negative for pulmonary embolus. The previously described peripheral pulmonary emboli are not clearly visualized on this examination. Around nineteen days later, a computed tomography of abdomen and pelvis was performed, which showed venous filter was noted. Cranial aspect of the filter was in the mid infra renal inferior vena cava. The caudal aspect of the filter extends to abut the iliac vein bifurcation. The inferior vena cava immediately cranial to the iliac bifurcation was essentially collapsed, suggesting chronic occlusion. The filter was relatively collapsed at its caudal aspect. Around four months later, patient with some narrowing and scarring around the filter and planned for filter retrieval. Through the right internal jugular vein approach, placed a retrieval sheath. Through the sheath, a snare was passed and advanced over the filter. The filter was removed. Therefore the investigation is confirmed for filter migration and material deformation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, g2, g3, d4 (expiry date: 06/2019), h6 (conclusion). H11: b2, b5, d1, d4, g1, h6 (device, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated and collapsed. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.